Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the buttons on the insulin pump were not responding. Last blood glucose value was 87 mg/dl before dinner. Customer had upgraded the insulin pump and had received the device and was waiting to be trained. Nothing further reported.